Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported inflammation in the anterior chamber of an eye, six days following an intraocular lens (iol) implant procedure. An anterior chamber wash out with medication was performed. The symptoms have improved but still continue. The patient frequently receives eye drop medication treatment and injections. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge, handpiece and a non-qualified viscoelastic. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was provided that the outcome of the event has resolved with treatment.